Manufacturer narrative:
MDR 9618003-2020-03404/ initial 1 of 9. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user stated that he experienced a sensation of the wafers digging into him after 2-3 days of wear, however, he continued to wear them until their scheduled change at 7 days. When he wore the last wafer from that market unit, he noticed an indentation and a blood clot located on the side wall of his stoma at 3 o¿clock. No photo is available at this time.